Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: there was a no cartridge detected warning observed in the pump's black box on (B)(6) 2015. The load step malfunction was duplicated during investigation. During the load step, the piston rod pushed up until the cartridge was empty. The force sensor calibration was found to be out of specifications. The force sensor pin trace was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.